Manufacturer narrative:
The technician told the account that the cardio pulmonary resuscitation valve could be causing both issues. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the head section was drifting down slowly and that the cardio pulmonary resuscitation was not functioning. No pt impact.